Event description:
It was reported that the event was rectocele. Signs and symptoms included problems with urination, not sure what was going on. After physical exam healthcare provider found a rectocele. New illness, injury was noted. Interventions involved surgical treatment on (B)(6) 2013 from rectocele. Patient outcome was resolved without sequelae, resolved date (B)(6) 20.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v548215, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information noted the rectocele repair was an outpatient procedure and there was no hospitalization. Additional information reported the event date was (B)(6) 2013. It was also noted after the physical exam they found a vaginal prolapse/bulge.